Event description:
A mayfield 2000 skull clamp was reported to have an issue that occurred during use. The event was described as follows; "the patient head failed off the clamp. The patient got a lacerated wound." Information has been requested but, the customer refuses to answer the questions."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.